Event description:
Received info the pt experienced stimulation in the wrong location following a fall. Pt tripped and fell going up the stairs and is now feeling stimulation in his chest when the device is turned on. Device has been turned off until today. Add'l info has been requested and if received a f/u report will be sent.

Manufacturer narrative:
(B)(4).